Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection found the display layers were adhered together which did not affect visibility of the display. The unit passed all functionality testing and was able to obtain measurements with all the enabled parameters. The comparison test was performed and passed simulation and leak testing. No product performance issue identified related to nibp. The device functions as designed.

Event description:
The customer reported inaccurate pni values. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection found the display layers were adhered together which did not affect visibility of the display. The unit passed all functionality testing and was able to obtain measurements with all the enabled parameters. The comparison test was performed and passed simulation and leak testing. No product performance issue identified related to nibp. The device functions as designed.

Event description:
The customer reported inaccurate pni values. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported inaccurate pni values. No consequences or impact to patient were reported.